Manufacturer narrative:
A bci field service engineer contacted the customer and the customer found the drain tube was plugged. The customer cleaned and bleached the drain, and did not have any further issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on synchron lxi 725 clinical system. No injury was reported and there was no effect to patient or user.